Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 2000; 310mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the hcp attempted aspiration of the catheter at the pump replacement and no cerebrospinal fluid was aspirated. An x-ray showed the catheter tip at cervical 6-7. The catheter was trimmed four inches from the suture less connector and still no cerebrospinal fluid drip the pump segment and connector were explanted and discarded. The hcp could not locate with dissection the spinal segment, so it remains implanted. The catheter was replaced (B)(6) 2018. The daily dose was reduced to 96 mcg/day. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported. Patient weight was asked but unknown. Medical history was spastic quadriplegia and obesity. Other medications the patient was taking at time of the event were not available.